Event description:
Reporter alleged obtaining higher blood glucose readings and went to the doctor as a result. Reporter stated, her advantage system read 337 mg/dl back to back with a result of 284 mg/dl when testing was performed 4 minutes apart. Reporter indicated one minute after the comparison, the doctor measurement was 112 mg/dl. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.